Manufacturer narrative:
Concomitant medical products: 6984m lead, implanted: (B)(6) 2016; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an out of range superior vena cava (svc) defibrillation impedance. The patient had complained of chest heaviness and shortness of breath upon exertion. It was additionally reported the lead integrity alert (lia) had triggered. The right atrial (ra) lead and rv lead were reprogrammed. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.